Event description:
Gambro was contacted by a facility on 10/10/07 notifying gambro that a pt death occurred in 2007 about 1 1/2 hours into treatment on a phoenix machine. Facility personnel indicated that they did not believe that the incident was machine related but, per clinic corporate policy, they provided little add'l info about the pt or the incident. The customer requested that the machine be inspected by a service tech prior to the return of the machine to service. The machine was inspected by a gambro technical service rep on 10/15/07. He performed a number of tests and found the machine to be working within MFR's spec. The machine has been authorized to be returned to service.